Event description:
The facility representative reported a flo-gard infusion pump with "does not turn on." It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. Upon further review, the quality engineer has identified a battery issue as the reported condition. This condition has the potential to interrupt delivery. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the customer's reported problem of "does not turn on" was confirmed and reproduced during service evaluation. Service determined that the cause was due to a defective/depleted main battery, which was replaced to resolve the issue.